Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause of the reported issue was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the min. Drain volume threshold. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
During an evaluation of a returned homechoice (hc) machine, there was one increased intra-peritoneal volume (iipv) event identified which occurred during the therapy initiated on (B)(6) 2013 at 00:42:37 during the night drain cycle two. The home patient's (hp) ultrafiltration reading of 1816ml indicated that the hp drained 1816ml more than their maximum programmed fill volume of 3000ml. No additional information is available.